Manufacturer narrative:
Sections d10 and h3 were updated. The patient's test strips and both meters were returned. The returned test strips were measured with the returned meters in comparison with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 42%. Donor 2 hct: 46%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr. Customer meter and customer strips: 2.8 inr / 2.7 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Customer meter and customer strips: 2.6 inr / 2.6 inr. The results alleged were observed in the meter¿s patient result memory, but the date for meter up1299252 was incorrect. The patient's results from meter up1299252 show discrepant result of 6.6 inr to be 4 days prior to results of 3.9 and >8.0. Since the date was incorrect on the meter, this would put the result of 6.6 inr on (B)(6) 2020 instead (B)(6)2020. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs (meter a) serial number (B)(4) compared to coaguchek xs (meter b) serial number (B)(4) and a laboratory result using an unknown method. Results obtained on (B)(6) 2020: the result with meter a was 6.6 inr at approximately 11:00 am. The laboratory result was 4.8 inr at approximately 11:00 am. Results obtained on (B)(6) 2020: the result with meter a was >8.0 inr at 11:10 am. The result with meter b was 5.0 inr at 11:14 am. The result with meter a was 3.9 inr at approximately 11:20 am. The patient¿s therapeutic range is 2.0 to 3.0 inr.